Manufacturer narrative:
(B)(4). Connecting the patient line to the transfer set before priming is a known cause for air in the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The event occurred during initial drain. The patient was connected. During troubleshooting, it was determined that the patient was connected before priming. The technical service representative assisted to end therapy and the care giver was to start over with new supplies to complete therapy. The technical service representative reviewed the proper procedure with the caller as per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.